Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy, the anvil was in the proximal sigmoid and the stapler was inserted via the anus into the rectum stump, however, it was unable to insert the trocar into the hole of the anvil. This resulted in the unintended tissue manipulation and surgical time was extended for more than 30 minutes. After a while of manipulation, the surgeon decided to keep the stapler in situ for the protection of the stump and to replace the anvil for a new one of the same diameters.